Event description:
Reportedly, on operating, while using the device, tried to remove the cholecyst but the top of pouch was not closed. Sex: unk. Procedure: lap chole.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.